Event description:
The customer obtained, lower than expected nbil results from two different neonate samples (5.14, 7.83 mg/dl vs. An expected result = 15.36, 15.42 mg/dl) collected from the same patient using a vitros bubc slide lot on a vitros 5,1 fs chemistry analyzer. The vitros system computes neonatal bilirubin as nbil:bu+bc. The result (7.83 mg/dl) was reported out of the laboratory; however the physician questioned the result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. A corrected report was not issued by the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer obtained lower than expected nbil results from two different neonate samples collected from the same patient using a vitros 5, 1 fs chemistry analyzer. The assignable cause for the event is unknown; however, the most likely cause was user error. It is likely that the samples were manually diluted prior to being programmed for a 2x auto-dilution on the analyzer, however, this could not be confirmed. The investigation determined the on-board dilution function of the 5,1fs analyzer was performing as intended, and there was no indication the 5,1 fs analyzer or the reagent malfunctioned.